Manufacturer narrative:
H10: additional manufacturer narrative: updated section: h6 (investigation findings, and investigation conclusions)

Manufacturer narrative:
Additional manufacturer narrative: multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm surgical aortic valve has been placed under evaluation for a valve-in-valve after an unknown implant duration due to unknown reasons. No additional information provided at this time.